Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. This case you've reported experienced multiple issues. For issue number one, engineering evaluation revealed that there was no system malfunction. The system experienced expected behavior by design. For issue number two, our evaluation revealed that there was also no system malfunction. Our investigation of the case logs found that the root cause was user technique. Shot 25 was used for the merge of t11. This shot contained a significant tracking error in the ap. Tracking errors can be caused if the position of the c-arm moved between when the original shot was taken and when the refresh button is selected. When looking at the merge, there was a rotational shift in the ap merge and a magnification shift in the lateral merge. Tracking errors and merge shifts will cause the navigation to be inaccurate. This type of tracking area will cause navigation to be off medially or laterally. There was also no malfunction for issue number three. Reviewing the case logs found that the root cause was user technique. For issue number four, the user reported that during the drilling of l3-l the patient moved and the drill was within the spinal canal. There was no system malfunction. Our investigation of the case logs found that the root cause was also user technique in this instance. The merge of l3, shots 50 and 59 were used. Both fluoro images have tracking errors present. Investigation of the merge showed that the merge contained a rotational shift in the ap. A merge shift and a tracking error will cause navigational integrity issues. The cause of the reported issue was traced to user technique.

Event description:
Surgeon and rep's first case with 1.1. Levels t11-t12 and l3-l5. Recommended doing two separate registrations due to possibility of drb in psis being too far away from t11. Surgeon went with one registration with drb in psis and used sm in psis. Did the merge. Struggled a little with t12 merge, but got a good merge with new shots and different algorithm. When to push bot in the field and lost motion on control panel and bracelet. A reset sw fixed this. Once bot in the field, surgeon opted to go with t12l for his first screw. When I challenged him as to why he was doing this, he stated he wanted to snake upwards. So, he placed t12l screw first. T11l went onto traj. But as he was drilling he hit something (what I think was a nerve) and pt jumped and the robot monitor should the drill going in the canal. We recommended seeing what the t11r traj looked like and it was off, but t12r looked good. He placed t12r screw without any issues and stim at 20. He then proceeded to l3r (skipped t11 screws since I recommended we got back and take new shots for that level). Drill and screw looked spot on trajectory on the monitor and no drb/sm warnings nor were there any force meter/skive warnings. Got a check mark too. We stimmed the l3r screw and got a 7. I told dr. Garden, I feel like something is off, can we confirm the screws we just placed with xray and also take new shots for t11, but place sp clamp with drb on l1 for the next go around and then do a separate reg. For the lumbar area with drb in psis. New shots should that l3r screw was super lateral and ended up being in the tp. Did new shots for t11 and no issues with merge or screw placement. Moved drb and sm to psis for l3-l5, did new shots/merge for those levels and no issues with merge. Pushed bot into field. Started with l3l screw. As surgeon was drilling everything looked fine, no errors or meters going up, and then he hit something again with the drill, the patient jumped and we ended up with the drill in the canal again. Surgeon aborted the robot after this I do agree this may have been tracking errors due to a rad tech being trained on the robot and shooting images when we weren't ready, leaning on the c-arm, moving c-arm while trying to bank shots etc. There were rad techs and both were doing the job of 1. Rep and myself told them multiple times to not lean on c-arm, wait for us to shoot, lock the c-arm, don't move c-arm until we say so.